Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during patient use, the ventilator's compressor was inoperable. The customer has not provided patient involvement or patient outcome information.

Manufacturer narrative:
(B)(4). The non-medtronic service provider evaluated the ventilator and did not duplicate the customer reported issue. The ventilator was run through short self tests (sst) and extended self tests (est) and left running for 24 hours with no further issue. Ventilator is ready for use at the current time. Medtronic was not authorized to service the ventilator.

Event description:
The ventilator went inoperable. There was no patient attached to the ventilator at the time.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.